Manufacturer narrative:
Patient identifier, age, weight, other relevant history, including preexisting medical conditions, implant date and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Part and lot information are unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Lot number information is unknown. PMA/510(k) number updated this complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.